Event description:
The customer stated that elevated architect ca19-9 results of about 900 and 1000 u/ml were generated on a patient sample. There was no suspician of cancer or malignant tumors in the patient. There was no report of impact to patient management.

Manufacturer narrative:
The customer complaint review for the likely cause lot identified atypical complaint activity for the issue under review. Accuracy testing was completed on likely cause lot 12114m500; this testing passed. The architect ca 19-9xr reagents are performing as intended and no additional product issues were identified. No malfunction was identified, because the issue the customer reported was limited to a single patient sample and the information the customer provided was not sufficient to indicate a malfunction had occurred. The customer provided limited troubleshooting, and did not investigate the sample for possible interference nor did they provide the sample for our investigation. This investigation indicates that the architect ca19-9xr reagent is performing as intended and no new issues were identified. The architect ca 19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.